Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient felt stimulation, but sometimes he felt it and sometimes he did not. It was not helping. The patient was not sure whether it was helping or not. He had never had it adjusted. The event date was asked but it was unknown. Additional information was received from the patient and he stated the device never worked. Further information was requested from the patient and he reported he had not notified his physician about the intermittent stimulation and lack of therapy. The patient noted he had not detected stimulation and had very frequent urination. He turned off all programs to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.